Event description:
Since going to the needleless system, our system is experiencing an increase in IV tubing caps being accidentally removed when unscrewing syringes. Changing the direction of the threading either the caps or syringes to different directions would be great. Ideas?